Manufacturer narrative:
Mobility, peri-implantitis and infection were reported. Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure type ii. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.

Event description:
Mobility, peri-implantitis and infection were reported. Time of loss in relation to the implantation was before prosthetic restoration. Bone quality at the time of implant failure type ii. Primary stability was achieved. Osseointegration was not achieved. Augmentation procedure was not performed at the time of surgery.